Manufacturer narrative:
Date of event: exact date unknown, event occurred the day before the surgery from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing prolonged charging. No device malfunction was suspected. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg will not be returned.